Manufacturer narrative:
Continuation of d10: product ID 3708695, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type extension. Product ID 3389-28, lot# va1btgs, implanted: (B)(6) 2020, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. D6a. The implant date is an estimated date (month/year valid). See b5 for additional context. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a wound problem and laboratory testing found infection - s. Aureus of the implantable neurostimulator (ins) pocket, diagnosed in early (B)(6) 2024, a few weeks after a battery replacement. A revision surgery with removal of the right abdominal ins and extension wires with placement of new extension wires to a new ins left pectoral occurred on (B)(6) 2024. Perioperative cultures showed growth of s. Aureus, intermediate sensitivity, both abdominally and cranially (retro-auricular & coupling extension wires with electrodes). Moxifloxacin was started, which was later switched to clindamycin. The etiology had a causal relationship with the device, therapy, and/or implant procedure - ins pocket and lead/extension tract. The issue resolved without sequelae.